Manufacturer narrative:
All buttons functioned properly. However, found moisture damage on the keypad traces. No unexpected numbers ramping or scroll bar moving during testing noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked belt clip slot and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly during normal use. Customer's blood glucose was unknown mg/dl. The customer stated numbers are ramping or scroll bar moving up or down with no input from the user. The customer was advised that the device would be replaced and agreed to return the product for analysis.